Manufacturer narrative:
Date sent 10/31/2007. Eval summary: the analysis site confirmed the customer's complaint and found the unit would not boot up intermittently and had no display intermittently. To correct the customer's complaint the analysis site replaced the main pcb after servicing the unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that intermittent activation was received during an unknown procedure. They switched to a second generator and completed the case with no patient consequence. The customer would like to send the generator in for analysis and service.